Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the trailing haptic got caught in the injector and flipped during insertion. The surgeon successfully flipped the lens back and it remains implanted.

Manufacturer narrative:
A lot order search was performed on the cartridge and injector. There were two similar complaints found for the cartridge, and no similar complains for the injector.